Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, while the reported event of failure to sense was not confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning the distal region, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to sense, helix failed to retract and extend. The rv lead was not used and replaced. The patient was in stable condition.